Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to login to the screen, it requires windows admin username and password. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen had been unable to log in. A technical support specialist (tss) had sent an email to the customer and received a response from the customer. The customer confirmed that the issue had been resolved and granted permission to close the case. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.